Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to that the unit is showing alarm 316 - blower failure, they have performed the blower test and shared the logs. No patient involvement.

Manufacturer narrative:
The hardware & software info found in the logfile indicates the blower installed is blower type - micronelu65h4. The reported complaint was confirmed in the logfile and attributed to a failed micronel blower.

Event description:
Additional information received indicates that the customer was able to send over logfiles for further investigation.